Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No insulin delivery defects were found during testing. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter stated that the patient experienced a blood glucose of 439 mg/dl with small to moderate ketones; the reporter denied any other symptoms. The reporter stated that the patient corrected with a bolus from the pump. The patient's health care provider requested that the reporter obtain a loaner pump while the pump was being reviewed. The pump was unavailable for review during the call. Multiple attempts were made to follow up with the reporter to troubleshoot the pump and get details of the event. No further blood glucose excursions were reported. The pump was requested for return for an unrelated issue. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.